Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient will undergo an implantable pulse generator (ipg) replacement procedure; however, the reason for the replacement is unknown at this time.